Event description:
It was reported that during an unknown procedure, the clip would not close all the way when fired on tissue, but would close completely when fired off of tissue. There were no patient consequences. No additional information available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.